Manufacturer narrative:
B3: event date: 06/2025. E1: initial reporter address: (B)(6). E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a "foreign substance" was observed in a revaclear 300 prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. Visual inspection of the actual sample showed a brown colored particle between the dialyzer header cap and the gasket. The particle location is outside of the fluid pathway. Material analysis could not be performed due to the small sample volume and condition of the particulate; however, it is indicative of the lubricating oil or grease used during production. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The presence of the particle was determined to be related to the manufacturing visual inspection process, as the device did not meet specification and was not identified and removed prior to packaging. Should additional relevant information become available, a supplemental report will be submitted.